Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were multiple error messages asking to restart the g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported multiple error messages asking to restart the g5 mobile application was confirmed via data. A root cause could not be determined.